Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise on the discrimination channel that was noted remotely. At the time of this event patient did not recall performing any abnormal activities. Programming changes were discussed. Patient was stable.